Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient had an accident on (B)(6) 2017 and their stimulation is now working incorrectly and was shocking them. The patient further stated that it is causing a stinging sensation on their right side. The patient stated that they thought that they broke a rib, but it was determined that they didn't. The patient stated that they ended up turning stimulation odd and wait until they can get it checked out. The patient was meeting with the rep on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient could feel the ins through the incision site. There was shocking when the stim was on and the patient felt like it kind of electrocuted him. It goes away when the stim is turned off, but then the pain comes back. The hcp did a myelogram and said that everything seemed to be in place/in line. The patient was told to use it at a low setting, but then it didn't help his pain. The pain was felt at the ins and where the wire was "bundled up". It was clarified that there is a wire in his back that can do right and left side, but the ins site was where the "electrocution" was felt. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation had been acting funny, it would offset and then would fluctuate. Stimulation would get strong and then suddenly drop. The patient stated that the issue started after a car accident last week and that they noticed a little knot where the implant was. The patient mentioned a manufacturer representative had checked the device and everything was okay, but at that time they did not experience the fluctuating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) via the patient and the healthcare professional (hcp) on 2017-oct-31. Per the patient and hcp the shocking sensation the patient was feeling was a pulling in the soft tissue around the site of the implant. The rep interrogated the implantable neurostimulator (ins) and determined that all impedances were within normal limits and the stimulation was working correctly. No further complications were reported/are anticipated.